Event description:
It was reported that the patient's device showed low battery and she expressed discomfort while being interrogated, therefore the patient was admitted to the hospital and monitored as the physician feared an increase in seizures may occur. The surgeon was not sure of the cause of the pain. The patient's generator was replaced. No other relevant information has been received to date.